Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for less than 24 hours. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi) no further information available.